Manufacturer narrative:
(B) (4).

Event description:
An elective replacement indicator (eri) pump alarm was present on the pt's pump. The pt did not have any symptoms. The pump was replaced. The pt recovered without sequela. The medication being delivered via the device was lioresal.